Manufacturer narrative:
(B)(4).

Event description:
Reason product not returned: the stapler was saved but the hospital has not released the product. According to the reporter: the surgeon fired the first reload on the ureter without incident. The stapler was reloaded and fired on the renal artery. The surgeon stated there was no bleeding. He then cut the artery and then the staple line started bleeding. He placed a hand port in prior to firing the stapler and was able to stop the bleeding with his hand. They placed clips on the artery. After hemostasis was achieved they reloaded the same stapler and fired on the vein. They finished the case as planned. Current patient status: doing well. There was patient injury or hazard. Injury/treatment: the surgeon cut the artery and then the staple line started bleeding. He placed a hand port in prior to firing the stapler and was able to stop the bleeding with his hand. After hemostasis was achieved they reloaded the same stapler and fired on the vein. They finished the case as planned. The device was used in patient. There was patient involvement. There was no user involvement. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment was left in patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received: according to the reporter, the staple line was clipped in order to correct it.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.